Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the guide wire was not lubricated well enough resulting in the reported difficulty to position and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x23mm xience sierra referenced will be filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A whisper guide wire was advanced and an unknown balloon catheter was advanced over it to pre-dilate the lesion. The balloon catheter was removed and an attempt to advance a 3.0x23mm xience sierra stent delivery system (sds) was made; however, the guide wire was not wiped down or wet enough and the sds became stuck. The sds did not advance past the guide catheter on the guide wire. The sds was being removed from the guide wire when the shaft separate at the skive. The same guide wire was wiped and wet and the procedure was successfully completed with a new 3.0x23mm xience sierra sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.